Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. A small piece of silicone insulation was observed to be separated closer to the base of the jaw, and the piece remained attached to the side of the cold jaw. The silicone insulation on cold jaw was observed to be intact. In addition, the heater wire was observed to be slightly flexed in the center, but remained attached to both the base and the tip of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the condition of the device and the evaluation results, the reported failure "failure to deliver energy" cannot be confirmed and the analyzed failure modes "material twisted/bent" and "peeled jaw" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.